Event description:
It was reported that there was a problem with the impedances. All electrode pairs were reading greater than 2000. Therapy impedance was 1500. The patient was getting good therapy. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B) (4)